Event description:
On (B)(6) /2015 the reporter contacted animas alleging that on an unspecified date the patient experienced erratic blood glucose (bg) between 50mg/l with shakiness and 480 mg/dl with thirst associated with a dim/discolored display screen. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly discontinued insulin pump therapy. The reporter stated that the display was dim and discolored and the patient could not read the screen safely. The alleged elevated bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a dim, discolored display.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 10:35 am. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally to a clear, legible display. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.